Event description:
It was reported the device was used during an emergency laparoscopic appendectomy. It was reported the tsw35 was fired across the mesoappendix. The staple line bled at both the proximal and distal ends. Er320 clip applier and electrocautery were used to stop the bleeding. There was no consequence to the pt.